Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect is a potential adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three proglide devices using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. When attempting to place the second proglide device, the suture came out and the vessel was potentially torn. A third proglide was attempted, and the same issue occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.